Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused prostate cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 11, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging water in lungs, particles in device, tubing and chamber related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed unknown black contaminate (inconsistent with degraded sound abatement foam) in the bottom enclosure. Dust like contamination on top of the blower box and the blower. Black contamination, consistent with keratin, at the air outlet of the blower box, dust like contamination at the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and confirms evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes there was no evidence of sound abatement foam degradation and source of contamination was external to the device and they were unable to directly address the symptoms or complaints. Sections d8, d9, h2, h3, h6 has been updated in this report.